Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the plastic sheath that covers the needle became lodged in rubber stopper of a new blood culture bottle.

Manufacturer narrative:
The customer's report of plastic sheath stuck in rubber of new blood culture bottle was confirmed per picture received by the customer. The root cause of this failure was not identified.